Event description:
It was reported that the customer was severely depressed and used the pump to give himself the max bolus amount. A representative from (B)(4) team called in to report the death of a customer after speaking to the customer's mother. Customer's date of death was (B)(6) 2014. Customer's blood glucose level at the time of death was unknown. Customer was using a contour next link meter. Customer was severely depressed and had experienced a massive heart attack about 2 years ago, which left him severely disabled. Customer had mobility issues and was recently divorced from his wife. The customer had given himself the max bolus amount on his pump to take his own life with the pump. The customer's mother had checked with the customer 8 hours later and had no response. At this point, the customer was brain dead. Customer was wearing the pump at the time of death. Customer's mother will call back in a day or two to sort out returning the pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).